Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, half height drawer 4.1 was failed to open. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 17-JUL-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4.1 was failed to open. A field service engineer opened the back panel and used the emergency release to access the drawer, found a vial of medication jammed at the front of the drawer, preventing the drawer from registering as closed, removed the obstruction and verified proper drawer operation. Performed HTA testing, which passed successfully, customer completed an inventory of the medications in the drawer and confirmed normal functionality. The system functioned as intended after the field service engineer repaired the device.